Event description:
The device was used by the oncology dh of ravenna to administer oncological therapies chemotherapy. Carrier of PICC catheter inserted on (B)(6) 2024 by the tav, sent for counseling on dd (B)(6) 2024 to our service (tav) for leakage. Assessed for patency: performed flush with 10 ml saline, flush fluid is found to be leaking between the connection y-connection and the outer proximal part where there is a fixation. Additional information on 06/19/2024: I inform that there was no impact on the patient, only intervention performed by us was the removal of the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.